Event description:
It was noted that the patient¿s implantable neurostimulator (ins) was implanted past its use by date. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3093-28, lot# v153771, implanted: (B)(6) 2008, product type: lead. (B)(4).